Event description:
It was reported that this right atrial {ra) lead exhibited noise and oversensing. There were no out of range lead measurements noted. The device was reprogrammed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).